Event description:
It was reported that during a laparoscopic colon resection procedure, the device locked up and would not work. The device did not lock up on the first firing of device and customer said device worked as intended prior to this attempted firing. It is unknown what tissue they were attempting to fire on, unknown if they were attempting to fire over another staple line, and unknown if they had difficulty removing device. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one pse60a device was received for analysis with an ecr60w cartridge loaded on the device; it was noted unfired. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not on the home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.